Event description:
The manufacturer received information alleging a patient experienced lung cancer while using an unknown device. The patient reports making a claim with philips years ago and now they have lung cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.